Manufacturer narrative:
Concomitant products: product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The company representative (rep) reported that the patient got the surgery due to parkinson's disease. During surgery, the lead was inspected prior to use and an abnormality was found. The doctor found the lead was crooked before implanting. It was noted that there was a package abnormality before opened. The doctor had to replace a new one to complete the surgery. The lead was not contacted with the patient. There was no impact to the patient. The patient's current status was normal. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID: neu_stylet_acc, lot# unknown, product type: accessory. Product ID: neu_stylet_acc, lot# unknown, product type: accessory. Device analysis for lead 0209706016 revealed no anomaly found. Device analysis for the stylet revealed the wire was bent new out of the box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.